Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Maude event report mw#5077803. Additional information was obtained: after having simple hand surgery to remove a cyst, I developed horrible pain and inflammation due to reaction to vicryl, self resolving sutures. Due to issue I had to endure 2 week round of bactrim antibiotics and then a second surgery on my hand. As a result, I have had severe pain, lack of function and add¿l medical costs after second surgery. Lab reports were negative for bacteria or fungal infections. My dr. Informed me the reaction was due to vicryl brand sutures. I have had 6 surgeries in the past on hands and elbows, never had negative reaction. Upon research I found that this brand of suture was recalled in 2017. This has been a horrible almost 8 weeks of pain and cost. Now I am left with a huge scar. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported by the patient that she underwent cyst removal from the hand procedure on unknown date and suture was used. The patient experienced pain, inflammation and was treated with antibiotics. A second procedure was performed on unknown date. Patient experienced pain and large scar. The surgeon opined that the patient had an allergic reaction to the suture. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 07/31/2020. Additional narrative: it was reported that the patient experienced infection caused by the suture. It was reported that the patient underwent a revision procedure on (B)(6) 2018. This medwatch report is in response to receipt of maude event report mw #5095355. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 08/10/2020. Additional narrative: it was reported that the patient experienced nerve damage. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Pc-(B)(4). It was reported by an attorney that the patient underwent a right dorsal wrist mass excision performed on (B)(4) 2018.